Event description:
The customer reported that the device, ias8-120lp, airseal 8/120mm port, was used during a robotic prostatectomy on (B)(6) 2021 when it was reported ¿during interop phase of procedure it was noticed that a piece of the silicone baffle had sheared off from the laparoscopic trocar. Noticed it immediately and retrieved piece of silicone and sequestered the piece and the trocar to be examined at a later date. No harm to patient or additional intervention needed.¿ there was no report of injury, medical intervention, or hospitalization for the patient. The procedure was reported as being completed as planned. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
One ias8-120lp returned opened in original packaging. The lot number of the device - 202107125 was verified. A visual inspection found part of the duckbill on the valve of the sound cap was torn off and the piece was returned. An indent from what seems to be a sharp object was found on the part torn off on the duck bill. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised that failure to properly follow the instructions for use can lead to serious surgical consequences. If using the optional sound cap (8 mm, 12 mm), inspect sound cap foam and seal prior to use. Use caution when inserting a sharp or large device through the blue sound cap seal. Inspect the sound cap after use for physical damage of any kind. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety. Device not yet received.

Event description:
The customer reported that the device, ias8-120lp, airseal 8/120mm port, was used during a robotic prostatectomy on (B)(6) 2021 when it was reported ¿during interop phase of procedure it was noticed that a piece of the silicone baffle had sheared off from the laparoscopic trocar. Noticed it immediately and retrieved piece of silicone and sequestered the piece and the trocar to be examined at a later date. No harm to patient or additional intervention needed.¿ there was no report of injury, medical intervention, or hospitalization for the patient. The procedure was reported as being completed as planned. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.